Manufacturer narrative:
(B)(4).

Event description:
Follow up from the patient reported they did not have concerns with their device or therapy.

Event description:
It was reported the patient had an implantable neurostimulator (ins) "grew out of [the patient's] skin" and was replaced "a few years ago."

Manufacturer narrative:
Product ID 377760, lot# j0546739v, implanted: 2005 (B)(6) explanted: 2009 (B)(6), product type lead, product ID 377760, lot# j0546739v, implanted: 2005 (B)(6), explanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2005 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).